Event description:
New information notes that the patient's right ventricular lead exhibited both a recurrence of lead noise and exaggerated t-waves that led to double counting that led to inappropriate therapy. The patient also had a history of lead fracture. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, a patient had suffered inappropriate anti tachychardia pacing (atp). This was due to right ventricular lead oversensing. Programming changes were made and the patient would continue to be monitored. Patient was stable.